Event description:
A patient reported blood glucose results of "315 mg/dl, 249 mg/dl, and 115 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes match, and the techniques for cleaning the punture site and for applying the blood to the test strip were correct. The patient did not have any control solution to troubleshoot. A complimentary bottle of control solution is being sent.